Manufacturer narrative:
An abbott field service engineer (fse) inspected the analyzer and replaced a leaking trigger/pre-trigger manifold. The fse also reviewed the analyzer system logs however no abnormalities were identified. Further onsite investigation of the issue was conducted by abbott technical representatives. Although a specific cause for the discrepant results was not identified, there were several observations considered to be potential contributors for discrepant results. Observations during the inspection included accumulations of salt buildup. The parts were replaced, and routine checks of manifold nozzles were recommended to monitor salt accumulations and to clean the manifolds as needed. Additional observations were made including the customer using an incorrect procedure for preparing wash buffer and re-use of reagent septums, both of which introduce the potential for wash buffer and reagent contamination. An rv with excess flash around the rim was found stuck in the rv loader assembly during a run that was examined and found to have an abnormal mold number inconsistent with known abbott rv mold numbers. A review of the service history for (B)(4) did not identify contributing factors to the current complaint. One complaint ticket was identified which documents a single occurrence of a false positive total b-hcg; however, the reagent kit was considered the likely cause. No further tickets related to discrepant results were identified. A review of the i2000sr tracking and trending data in the architect product monitoring review revealed no systemic issues or trends related to the erratic result issue described in this complaint. The i2000sr erratic result rate was within acceptable limits with no trends identified. Manufacturing documentation for the analyzer was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information was provided by the customer.

Event description:
The customer reported a false depressed sodium result on the architect c8000 analyzer. Sample ID (B)(6) generated 120 and retest of 137. No impact to patient management was reported.